Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the system unable to access medication. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that single user was unable to access the medication. The technical support specialist (tss) dialed into the server, logged into the system and filtered the affected station in the device setting. Tss then opened the user account, filtered the affected user and selected the respiratory therapist gmed area to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the system unable to access medication. The customer stated that they were unable to access/issue the medication. There were no adverse events or injuries reported based on this event.